Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(4). Through review of the expanded access form, it was reported that the patient experienced pneumothorax, pneumomediastinum, and/or pneumoperitoneum. Therapy was not discontinued as a result of this issue. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Pneumothorax is a known possible complication associated with patient's critical illness and/or use of extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing pneumothorax, pneumomediastinum, pneumoperitoneum, during eua hemolung therapy. Hemolung therapy was not discontinued as a result of this event.